Manufacturer narrative:
Case- (B)(4).

Event description:
It was reported during the tka procedure that the piece of impactor chipped off while in use. It is unknown how was the procedure finished and if there was any delay. The health of the patient is unknown.

Manufacturer narrative:
Results of investigation: the device, intended for use in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. According to clinical/medical investigation, a ¿piece of impactor chipped off¿ and it is unknown how the procedure concluded. Responses to the requested clinical documentation had not been received as of the date of this assessment; therefore, further investigation could not be performed. Although no patient injury was reported, the patient status remains unknown. No further medical assessment is warranted at this time. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation a complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will not be issued for the device.